Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a missing ground pin and nurse call cable were missing. It was further reported that the footend casters were not engaging due to damaged caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.